Manufacturer narrative:
Result: fowler weldment, actuator box.

Event description:
Customer reports problems with one bed 2030 epic ii. The fowler cannot be raised and lowered electronically or manually.